Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr implant on her right hip on or about (B)(6) 2007, and on her left hip on or about (B)(6) 2008. Patient experienced severe pain, which negatively affected her ability to walk, sleep and move; and elevated metal levels in her blood. Patient had the right asr implant explanted on (B)(6) 2011. There is no mention of revision on patient's left side.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.